Manufacturer narrative:
Additional information was received from the customer indicating that the sample was confirmed (B)(6) using the architect hbsag confirmatory assay, list number 9c94 (lot not provided) this information was added to "describe event or problem." Customer complaint data was reviewed and no adverse or non-statistical trends were identified. Testing of panels which mimic patient samples using an in-house retained kit of architect hbsag lot 66274fn00 was performed; all specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect hbsag reagent package insert and the architect i2000sr operations manual were reviewed and were found to adequately address the issue. This architect hbsag assay should be used to quantify only those samples previously determined to be reactive by a neutralizing confirmatory test. The testing algorithm for this assay is compatible with use for monitoring purposes and not for screening. The investigation determined that the product was performing as intended and no malfunction or product deficiency were identified.

Event description:
Additional information was received from the customer indicating that the sample was confirmed (B)(6) using the architect hbsag confirmatory assay, list number 9c94 (lot not provided).

Manufacturer narrative:
This report is being filed on an international product, list (B)(4), that has similar products distributed in the us, list numbers (B)(4) and (B)(4). An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer stated that false reactive architect hbsag results were generated on a sample that was negative with lumipulse. An initial architect hbsag result of 2.91 iu/ml was generated. The sample was repeated after centrifugation and a result of 4.18 iu/ml was generated. There was no report of impact to patient management.